Manufacturer narrative:
The pump was received with a blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Unable to perform any testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, operating currents, self test, unexpected restart or off no power tests. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was alarming and display screen was blank. Customer also reported that reservoir compartment was cracked. Customer's blood glucose was unknown. After troubleshooting, constant tone did not clear. Insulin pump would need to be replaced.